Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation on the jaws of vasoview hemopro 2 was peeling from the jaws. No device components detached, and nothing remained inside the patient. No additional incisions were needed. There was a brief delay of approximately 5 minutes to retrieve a new kit, open it, and attach it to the cord. No patient harm.